Event description:
A (B)(6) male presented by parents for scheduled itb pump refill appt; pump site premedicated w/emla cream and patient given 1mg dose of valium as prescribed by physician; no vital signs noted; patient initially calm but became increasingly irritable with kicking, thrashing, and crying as prep proceeded for refill procedure; initial attempt to access refill site with needle aborted by cnp due to continuous agitation of patient; a 2nd attempt to access pump refill site by rn was unsuccessful & aborted; physician then utilized a new needle and indicated to staff and parents that site had been accessed; physician withdrew 3ml of blood-tinged fluid (pump residual) then injected 20ml baclofen, per prescribed dose; injection site swollen; parents were advised by physician of uncertainty as to the complete injected dose having filled the pump reservoir (possible pocket fill); patient was discharged home w/instructions to parents as how to address possible underdosing; enroute home, patient became unresponsive and parents took patent to closest hospital ed; patient was subsequently transferred to pediatric facility and required ventilator management due to baclofen overdoes; patient regained consciousness within 24 hours and d/c next day; no sequelae noted and follow-up. Initial report by facility practitioner(s) to manufacturer on (B)(6) 2011; organization risk management advised on (B)(6) 2011 of incident; submission of this report upon completion of investigation. Item #3 'unk' (manufacturer alert of (B)(4) 2011 regarding "pocket refills").